Manufacturer narrative:
Intuitive surgical, inc. Received the force bipolar instrument associated with this complaint, and a failure analysis (fa) investigation was completed. Fa replicated and confirmed the customer reported complaint. The instrument was found to have damage to the conductor wire's insulation at the idler pulleys. There was no material missing, and the conductor wires were not exposed. The conductor wire insulation was damaged; however, the wire was not torn or fully broken. The instrument passed an electrical continuity test. The components adjacent to the damaged wire insulation did not appear to be damaged. Additionally, the instrument was found to have thermal damage on the molded insulator at the distal end. Thermal damage was observed on the molded insulator during visual inspection.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the current information provided, the cause of the intraoperative complication cannot be determined. No product has been returned to intuitive surgical, inc. For evaluation.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy procedure, the patient's fascia and subcutaneous tissue became caught on a rough wire at the wrist of a force bipolar instrument, and the tips of the instrument would not close properly. The issue in the wrist was not visible, but the wire was rough when touched. This occurred when the instrument was first used in the procedure. The instrument jaws were not clamped onto the tissue. Per the initial report, there was no forceful or excessive movement of the instrument prior to this event, and the event was not caused by unintuitive movement if the instrument. The customer attempted to remove the force bipolar from the patient; however, because the tip would not close properly, the customer was unable to remove the instrument from the cannula. As a result, the instrument was removed together with the cannula. As the wrist/joint part of the instrument was protruding sharply, it was removed from the surrounding fascia and subcutaneous tissue gently to prevent tissue damage. The customer was concerned regarding the risk of bleeding and tissue damage as a result of this issue; however, no bleeding or tissue damage occurred. No tissue was excised as a result of this issue. The patient's anatomy did not cause or contribute to this issue. No blood transfusions were required, and no postoperative complications occurred. The patient is currently doing well. The procedure was completed robotically, with a small delay of less than 15 minutes.